Event description:
Customer reported that they hung an IV bag with remicade for infusion and IV fluid leaked from around the filter. There was no harm to pt or clinician. No medical intervention was required. No additional pt info was provided.

Manufacturer narrative:
(B)(4). The customer's reported problem could not replicated. The returned product was visually inspected under magnification and did not reveal any anomalies. Functional testing was performed and no leaks were observed. The analysis of the returned samples revealed no issues. Since the failure mode could not be confirmed, no root cause could be ascertained.